Event description:
Boston scientific received information that this sales representative was inquiring about the device histograms and wanted to print the rate bins. Technical services discussed the histograms could be printed but not the rate bins. The sales represntative reports the patient has been syncopal and believes the patient has a slow ventricular tachycardia below the detect rate.

Manufacturer narrative:
As of this report, the device remains in service and no further informaton was provided regarding the device programming or further action. Should additional information become available, this report will be updated.